Event description:
It was reported the manufacturer's representative was eating dinner when another person heard the representative was of this manufacturer. The person stated "a family member passed away", and felt a problem with this manufacturer's "pacemaker or defibrillator may have contributed to the death". No further information was provided by the person.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It is not known whether the patient's device is an implantable pulse generator (ipg) or implantable cardioverter defibrillator (ICD); therefore, it will be represented as: mdt-ICD. There is no serial number. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. The patient and device system information, and the cause of death has been requested and not received. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.